Event description:
It was reported that during a surgical procedure conducted at the user facility, the user received a first degree burn to the right thumb and middle finger. The user also experienced swelling and pain in the right foot and was unable to bear weight. The user sought medical assessment after the event, but no medical intervention was reported. The surgery was completed successfully without a delay using back-up equipment. Attempts are being made to obtain more information about the event from the user facility.

Manufacturer narrative:
The reported event could not be confirmed as the product was not returned by the account for evaluation. Product is not being returned to stryker.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the user received a first degree burn to the right thumb and middle finger. The user also experienced swelling and pain in the right foot and was unable to bear weight. The user sought medical assessment after the event, but no medical intervention was reported. The surgery was completed successfully without a delay using back-up equipment.